Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for banding of esophageal varices. The speedband superview super 7 multiple band ligator was unable to be utilized. The clinician reported that the handle would not rotate. Use of a previous device had resulted in premature deployment. A competitor's device was then utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue. Please note associated medwatch reports 6000048-2006-00304.

Manufacturer narrative:
Information supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. H4 - user facility was unable to supply correct the correct lot number of the device used, consequently, the MFR date of this device is unk. The complainant indicated that the device will not be returned for evaluation, therefore , a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwtach report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause of this event at thia time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # tw127105 / a00023968.